Event description:
A female, who used renu (unk type), reported that she developed two eye infections. The first occurrence was a bacterial corneal ulcer in her left eye which took six weeks to heal. She was left with a small scar out of her line of sight. In the second occurrence, eye cultures were positive for fusarium and the patient was diagnosed with fungal keratitis in her right eye. She was treated during 2005. In summary, the patient sustained permanent damage. Her right eye had a central corneal scar secondary to her fungal ulcer and subsequent keratitis with a best corrected visual acuity of 20/200. Medical records revealed that she presented to two eye doctors with symptoms of ocular pain, redness, tearing, irritation, decreased vision and a foreign body sensation in her eye. She was treated with the following medications: neosporin, gentamicin ointment, acyclovir, viroptic, cyclogyl, natamycin, diflucan, econopred and vigamox.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the mfg facility evironmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.